Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5104320) on 13-oct-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pain worse than labor pain') and intermenstrual bleeding ('spotting in between menstrual cycles') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hashimoto's disease. Concurrent conditions included covid-19 respiratory infection since 2020. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), intermenstrual bleeding (seriousness criterion intervention required), menstruation irregular ("irregular and very painful menses"), vaginal discharge ("vaginal discharge"), vulvovaginal burning sensation ("vaginal itch and burning"), vulvovaginal pruritus ("vaginal itch and burning"), vomiting ("vomiting"), back pain ("lower back pain"), dysmenorrhoea ("irregular and very painful menses"), pollakiuria ("frequent urination"), dyspareunia ("painful intercourse"), uterine spasm ("uterine contractions"), fatigue ("chronic fatigue"), feeling abnormal ("brain fog"), memory impairment ("memory issues") and malaise ("don't feel well in general"). The patient was treated with surgery (endometrial ablation in 2013). At the time of the report, the pelvic pain, intermenstrual bleeding, menstruation irregular, vaginal discharge, vulvovaginal burning sensation, vulvovaginal pruritus, vomiting, back pain, dysmenorrhoea, pollakiuria, dyspareunia, uterine spasm, fatigue, feeling abnormal, memory impairment and malaise outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, intermenstrual bleeding, malaise, memory impairment, menstruation irregular, pelvic pain, pollakiuria, uterine spasm, vaginal discharge, vomiting, vulvovaginal burning sensation and vulvovaginal pruritus to be related to essure. The reporter commented: according to doctor patient could have endometriosis but this was just a guess. Disability/permanent damage, hospitalization and life-threatening were mentioned but not specified and/or assigned to any of the events. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5104320) on 13-oct-2021. The most recent information was received on 21-oct-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pain worse than labor pain') and intermenstrual bleeding ('spotting in between menstrual cycles') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hashimoto's disease. Concurrent conditions included covid-19 respiratory infection since 2020. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), intermenstrual bleeding (seriousness criterion intervention required), menstruation irregular ("irregular and very painful menses"), vaginal discharge ("vaginal discharge"), vulvovaginal burning sensation ("vaginal itch and burning"), vulvovaginal pruritus ("vaginal itch and burning"), vomiting ("vomiting"), back pain ("lower back pain"), dysmenorrhoea ("irregular and very painful menses"), pollakiuria ("frequent urination"), dyspareunia ("painful intercourse"), uterine spasm ("uterine contractions"), fatigue ("chronic fatigue"), feeling abnormal ("brain fog"), memory impairment ("memory issues") and malaise ("don't feel well in general"). The patient was treated with surgery (endometrial ablation in 2013). At the time of the report, the pelvic pain, intermenstrual bleeding, menstruation irregular, vaginal discharge, vulvovaginal burning sensation, vulvovaginal pruritus, vomiting, back pain, dysmenorrhoea, pollakiuria, dyspareunia, uterine spasm, fatigue, feeling abnormal, memory impairment and malaise outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, intermenstrual bleeding, malaise, memory impairment, menstruation irregular, pelvic pain, pollakiuria, uterine spasm, vaginal discharge, vomiting, vulvovaginal burning sensation and vulvovaginal pruritus to be related to essure. The reporter commented: according to doctor patient could have endometriosis but this was just a guess. Disability/permanent damage, hospitalization and life-threatening were mentioned but not specified and/or assigned to any of the events. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.